Manufacturer narrative:
Device not returned.

Event description:
Plaintiff implanted with t-sling 5194101400 on (B)(6) 2010. Mesh removal occurred on (B)(6) 2010. Patient's legal representative stated continued incontinence.